Event description:
It was reported that an unspecified bd phaseal had the connector and luer mating component separated and leakage occurred. The following information was provided by the initial reporter: "I have been getting complaint on the inpatient oncology units about the phaseal system disengaging and leaking".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that an unspecified bd phaseal had the connector and luer mating component separated and leakage occurred. The following information was provided by the initial reporter: " I have been getting complaint on the inpatient oncology units about the phaseal system disengaging and leaking".